Event description:
Ous MDR - after an implantation period of about 16 months a shock impedance > 150 ohm was reported. No adverse pt side effect have been reported. This ICD and the competitor's lead were explanted.

Manufacturer narrative:
Ous MDR.